Event description:
The reporter stated the surgeon inserted an aq2010v silicone three piece lens and the back haptic was bent and torn. The incision was enlarged to remove the lens and another lens was inserted. Sutures were not required. This is one of two lenses used for this patient - see MFR. Report # 2023826-2012-00191.

Manufacturer narrative:
Silicone ultraviolet-absorbing posterior chamber three piece foldable intraocular lens (elastimide). Surgical incision, enlargement. Haptic(s), bent. Lens (iol), torn, split, cracked. Results: visual inspection of the returned product found half of the lens optic and one haptic torn off and missing. There was evidence of dark surgical residue. Conclusions: based on the complaint history and the evaluation of the returned product, possible root causes for lens damage include both delivery system issues and handling errors by the customer. Investigation of the root causes of lens damage, were addressed in a CAPA opened in june 2005 (which was subsequently closed). The CAPA addressed delivery system issues including all stages of manufacturing of the injectors and cartridges. Processes were reviewed and revised as opportunities for improvement were revealed. The CAPA also addressed handling errors. All injector/cartridge directions for use (dfu) have been modified to add further clarifications to instruct the users in the proper delivery techniques that are effective, and minimize the potential for damaging the lens. (B)(4).